Event description:
It was reported that after implant the patient experienced some vomiting and the hcp thought it caused the lead to migrate farther to the left. A lead revision was performed with the goal of bringing the lead more midline to obtain better coverage of the patient's bilateral low back and leg pain. The patient experienced a dura tear near the lead location when the hcp was trying to remove the existing lead. The tear was sealed using fibrin, and the original lead was left in place. It was reported that a second lead was placed because the patient wasn't receiving coverage with the original lead. The patient's battery was also replaced, even though it was not depleted. Following the procedure it was reported that the patient was doing well and stimulation coverage was great.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).